Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty fsr (gold). Unable to confirm motor error due to prime anomaly. Motor passes motor test. Pump has minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratches on the reservoir tube window.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer also reported that the insulin pump had a cracked display and battery compartment. Blood glucose level was not provided. No further information was provided.